Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was a label issue. The following information was provided by the initial reporter: additional information received: just to give more context into this complaint; 1. Lab scenario ¿ bd tubes come with the bd tube label (1), then a second label from the hospital/clinic request form is stuck on (2), lastly a third barcode label is printed internally in the lab and stuck on to the tube (3) 2. Problem ¿ hospital/clinic labels from the request form (2) are not sticking to the sample tubes. 3. We have been to the lab with the business manager, lab manager and also the rep from the label company . Sst is mostly affected as the tubes go through the track, as the label peels off it gets stuck onto the inside of the analyser causing downtime etc. Peeling occurs over different shifts, different staff personnel (no common factor from the lab side). When lab barcode (3) is placed onto the tube only, then the barcode sticks properly, with no issues of peeling . This however affects their traceability as the covered label is not not visible.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-18. H.6. Investigation summary: bd received eleven (11) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for label lift with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to label lift as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode, and confirmed there were no recent changes have been made to the tube or label.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.6 investigation summary: material #: 367955. Lot/batch #: 2305977. Bd received eleven (11) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for label lift with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was a label issue. The following information was provided by the initial reporter: additional information received: just to give more context into this complaint; lab scenario ¿ bd tubes come with the bd tube label (1), then a second label from the hospital/clinic request form is stuck on (2), lastly a third barcode label is printed internally in the lab and stuck on to the tube (3). Problem ¿ hospital/clinic labels from the request form (2) are not sticking to the sample tubes. We have been to the lab with the business manager, lab manager and also the rep from the label company . Sst is mostly affected as the tubes go through the track, as the label peels off it gets stuck onto the inside of the analyser causing downtime etc. Peeling occurs over different shifts, different staff personnel (no common factor from the lab side). When lab barcode (3) is placed onto the tube only, then the barcode sticks properly, with no issues of peeling . This however affects their traceability as the covered label is not visible.